Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that his olympus endoscope reprocessor was producing an e024 channel monitor error approximately 24 minutes into the cleaning cycle. According to the initial reporter, the error occurred while reprocessing a scope and the accompanying jig. An olympus field service engineer (fse) was dispatched to the user¿s facility. During the visit, the fse discovered that the customer was using incorrect connections for the scope. The fse provided training on the device and tested ¿ the equipment had been repaired according to OEM standards. There was no patient involvement during this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the reprocessing error could not be determined. It is possible that the user did not understand the contents of the instruction manual and used the connecting tube to connect the incorrect reprocessing basin connector. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: "each connecting tube is supplied with an instruction manual that describes its method of attachment. Follow these instructions to attach the connecting tube to the oer-pro and the endoscope. Incorrect attachment will result in ineffective reprocessing. Any irregularity in the use of the connecting tubes (improper connecting, kinking, accidental detachment, use of the wrong connecting tube) will cause the oer-pro reprocessing cycle to become ineffective. The irregularity must be corrected, and the endoscope must be reprocessed again under correct conditions. To confirm the correct connecting tubes are attached to the endoscope, always refer to the instruction manuals of endoscope or the latest ¿list of compatible endoscopes/connecting tubes <oer-pro>¿ that is marked ¿for pink colored retaining rack (maj-1970)¿. Using incorrect connecting tubes may result in ineffective reprocessing of endoscopes. If you do not have the latest ¿list of compatible endoscopes/connecting tubes <oer-pro>¿ that is marked ¿for pink colored retaining rack (maj-1970)¿, contact olympus.¿ olympus will continue to monitor field performance for this device.